Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection by naked eye of all 3 products, the products were found with open packaging. Two products were wet, the third product showed moisture. On the pur cutting surface several mall black particles were found. The reported condition was verified and the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three units of polyflux 170h dialyzer had a black spot inside of the housing and in the blood pathway which were noted during priming. There was no patient involvement reported. No additional information is available.